Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator dc status led didn't light up when the vent was powered on. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire failure analysis found that on/ off, dc led, panel lock, nebulizer, 100% o2, alarm silence and alarm reset leds did not illuminate due to damaged traces. Found signs of a corrosive (chemical burn) fluid being used that may have been used to clean front panel resulting to damaged traces, accept and cancel buttons. As a resolution, vela membrane switch has been removed and placed on hold.